Event description:
Event description boston scientific crm received information that this right ventricular lead became microscopically dislodged. During the revision procedure, the lead was surgically abandoned and successfully replaced with another model. No adverse patient effects were noted.